Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00240,1,3: tests 1, 2, 4 of 4).

Event description:
User reported 4 false positive results. Negative by pcr next day. Symptomatic. Unvaccinated. This is report 3 of 4.

Event description:
User reported 4 false positive results. Negative by pcr next day. Symptomatic. Unvaccinated. This is report 3 of 4.